Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implanted:unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vticm5_12.6, -10.5/3/098 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) and low vault was observed. Lens remains implanted, lens exchange is planned for november. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Per updated information, the lens was exchanged for a longer length lens on (B)(6) 2019 and the problem was resolved. Patient code 3191 (secondary surgical intervention, lens exchange). (B)(4).